Manufacturer narrative:
No sample has been received for evaluation. No lot number information has been received. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed adn monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurser reported that during a procedure, there was a higher than normal degree of white cloudiness in the anterior chamber during the sculpt procedure and when the phaco tip was removed from the eye following quadrant removal, there was a corneal burn around the site of the main incision. The doctor concluded that the burn was related to using a knife that did not make a wide enough incision which caused compression on the sleeve around the phaco tip resulted a reduction in the flow of balanced salt solution (bss). The reduction of bss flow was attributed to heating the tip which resulted in the incision site burn. The doctor was able to complete the procedure and used three stitches to seal the wound.